Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a foreign object lodged in the biopsy port. The issue occurred during a colonoscopy. There were no reports of patient harm.